Event description:
It was reported that morphine infused over five (5) hours, however was ordered to infuse over twenty-four (24) hours. There was no patient harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that morphine infused over five (5) hours, however was ordered to infuse over twenty-four (24) hours. There was no patient harm.